Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. The comb was slightly bent on the right hand side. There was minor wear noted to the roller gear and slight galling to the roller shaft extension. The roller shaft extension end was deformed. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the bent comb. The ratchet that was returned for evaluation was a ratchet handle for a meshgraft ii. The 1.5:1 ratio cutter showed signs of wear to the roller gear and cutter blades. The 2:1 ratio cutter showed signs of wear to the roller gear and cutter blades. The 3:1 ratio cutter showed signs of wear to the roller gear and nicks to the cutter blades. The 4:1 ratio cutter showed signs of wear to the roller gear and nicks to the cutter blades. Repair of the skin graft mesher was performed by zimmer biomet surgical included replacement of the damaged comb, roller, gear, ratchet gear, spring and pin. The 1.5:1 ratio cutter produced a complete cut. The 2:1 ratio cutter, produced a passing cut. The 3:1 ratio cutter produced an incomplete cut and was deemed non-repairable. The 4:1 ratio cutter produced an incomplete cut and was deemed non-repairable. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as a test mesh using the customer¿s mesher and ratchet was unable to be performed due to the bent comb and it is unclear which cutter was being used during the reported event. A test mesh using the customer¿s mesher and ratchet was unable to be performed due to the bent comb and it is unclear which cutter was being used during the reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not cutting during surgery. Investigation results revealed that the comb was bent. No adverse events have been reported as a result of the malfunction.